Manufacturer narrative:
(B)(4). Received clarification that the tissue pad did not detach. After review this complaint does not meet the criteria for a reportable event.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the teflon tip separated. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.